Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during stenting of the pre-dilated mid lad with a xience v stent, a vessel dissection occurred in the distal lad due to implantation of the stent into the irregular stenosis. The dissection was treated with the implantation of an additional xience v stent . No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use as a potential adverse event. The incident information indicated that the dissection may have been related to irregular stenosis at the lesion site. In this case, there was no report of any damage to the stent delivery system prior to the procedure or difficulties experienced during the procedure, which could have contributed to the dissection. A cause for the dissection and the relationship to the device cannot be determined.